Event description:
It was reported that the guidewire perforated the patient, a pericardial effusion was seen on the an echocardiogram. The patient's blood pressure was very low, asystole with loss of capture at max output. The patient experienced tachycardia. The patient is stable.

Manufacturer narrative:
No medwatch form was received.